Event description:
It was reported that the recanalization catheter did not mist properly during the out of body test. Another catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxk0292. The device was returned. A complete circumferential break was found in the outer catheter. The core wire was still intact. The investigation is confirmed for a break, as a complete circumferential break was observed in the outer catheter near the metal distal tip. The investigation is inconclusive for device inoperable, as the catheter could not be functionally tested due to the break in the outer catheter. The definitive root causer could not be determined based upon available information. It is unk whether procedural issues contributed to the event.